Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes using two different vials of strips with the same lot number: 124 mg/dl using one vial and 75 mg/dl with the second vial. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.